Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that when the cycler entered the first fill the trigger pin of the pd set came out and fluid leaked. The patient had noticed that the pin was in an odd position or possibly broken during setup but continued with the set. The patient was advised to discontinue the treatment and set up with new supplies. The set was discarded. During follow up the patient's nurse reported that the patient did not have any adverse event associated with the leak.